Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8709, (B)(4), ubd: 19-may-2007, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 8 mg/ml at 1. 6 mg/day and bupivacaine 30 mg/ml at 3 mg/day via an implantable pump. The indication for use was non-malignant pain, post lumbar laminectomy syndrome and failed back surgery syndrome. It was reported that the patient had a pump replacement on (B)(6) 2018 due to normal battery depletion. During the replacement they noticed that the catheter was tangled and a ¿mess¿ and needed to be replaced. Per the reporter this could have been related to the mesh pouch also being so entangled with the tissue. A new catheter was implanted to correct the issue and the mesh pouch was removed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a company representative that reported that the cause of the catheter being tangled was not determined. No further complications were reported.